Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they questioned if the cardiac resynchronization therapy defibrillator (crt-d) was working properly as they would become very short of breath when walking up stairs. The device remains in use. No further patient complications have been reported as a result of this event.